Event description:
It was reported that this right ventricular lead was surgically abandoned due to oversensing of noise, no pacing inhibition was noted. No additional adverse patient effects were reported.